Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the main power switch (circuit breaker) on the perfusion system was broken off. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed by the field service rep (fsr). The fsr replaced the main circuit breaker on the perfusion system. With the breaker replaced, the unit operated the MFR specs and was returned to clinical use. If add'l info becomes available on the complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.